Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided showed a crimped thv with one (1) bent strut outwards at the inflow side. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event was confirmed based on an evaluation of the imagery provided. Available information suggests that patient factors (undersized vessels) and/or procedural factors (device manipulation) likely contributed to the event as it was reported that the patient had a fibrotic scar at arteriotomy site. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Additionally, excessive device manipulation or high push force, to overcome the encountered resistance, can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via the right transfemoral approach, resistance was encountered both during the insertion of the esheath and the advancement of the delivery system. Although the delivery system was eventually advanced, one of the valve struts was observed to be bent upon exiting the tip of the esheath. The medical team decided to remove the system and proceed with a replacement. The new valve was successfully deployed, and closure devices were used to complete the procedure. The patient was reported to be stable post-procedure. According to medical opinion, the root cause may be related to the patient's anatomy, specifically the presence of fibrotic scarring at the arteriotomy site.